Event description:
It was reported that during a surgery the device ar-7000-14 was broken/dull drill bit and the surgery was not a success. No further information was provided. Update 16-feb-2026: it was confirmed that the device was dull and not broken. The error occurred during a mini open latarjet surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another drill and some other screws that had another purpose and were not suited for this procedure. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.